Manufacturer narrative:
Device evaluated by MFR.:promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified mid-section stent damage with the stent struts lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 4.00mm promus premier drug-eluting stent was selected for use. However, after unpacking, it was noted that the middle part of the stent strut was kinked. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 38 x 4.00mm promus premier drug-eluting stent was selected for use. However, after unpacking, it was noted that the middle part of the stent strut was kinked. The procedure was completed with another of the same device. No patient complications were reported.